Manufacturer narrative:
The tip of the delivery sheath broke and remained on the wire post deployment of the filter basket. The target lesion was located in the left carotid artery. The vessel was slightly tortuous. Per report, the physician had no difficulty advancing the device over the guidewire, to the lesion. No resistance was felt through the vessel. After the filter was deployed, it is reported that the tip of the delivery sheath separated, but remained on the guidewire. Therefore, the physician re-captured the filter basket with the tip of the delivery system and removed the device as a unit. The prod was returned to cordis for analysis. The reported event was confirmed. In addition, analysis revealed that a portion of the distal end of the wire had stretched. It is unclear from the reporter if this occurred during the procedure or during handling of the prod post-procedure. There were indications of tensile overload within 0.55 cm of the proximal aspect of the sheath fracture. In addition, the material presents indications that the wire shaft has been torn distally along the axis of the sheath beyond the distal limit of the mfg pre-score to the proximal aspect of the sheath fracture. Per analysis, the damage to the sheath appears consistent with having come under constraint during the attempted procedure and subsequently fractured during an undisclosed action. Based on the info provided and the evidence presented by the unit returned for analysis, it appears that clinical and/or procedural factors are the most likely root cause for the event as reported. A device history record review was performed and showed that this lot of prods met all requirements per the applicable mfg quality plan.

Event description:
The tip of the delivery sheath broke and remained on the wire post deployment of the filter basket. Therefore, the physician withdrew the filter basket to capture the tip and was able to remove the device from the pt in its entirety. The pt is a female. The target lesion was located in the left carotid artery. The vessel was slightly tortuous. The device was properly inspected and prepped, prior to use. It is unk if the filter basket was correctly loaded in the delivery sheath. The filter made access in the right iliac artery. The physician had no difficulty advancing the device over the guidewire, to the lesion. No resistance was felt through the vessel. After the filter was deployed, it is reported that the tip of the delivery sheath separated, but remained on the guidewire. Therefore, the physician re-captured the filter basket with the tip of the delivery system and removed the device as a unit. There is no info as how the procedure was completed. There was no reported injury to the pt. The prod was returned for evaluation and testing. This showed a portion of the distal end of the delivery wire had unraveled/stretched.